Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; proximal segment returned and analyzed. (B) (4) battery depletion-normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found; proximal segment returned and analyzed. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B) (4)

Event description:
It was reported that there was early battery depletion. The device was explanted and replaced. It was also reported the left ventricular lead would not capture, and it was explanted and replaced. No patient complications have been reported as a result of this event.